Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. We are working on the device history record (DHR) and once we get more information it will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a preface® guiding sheath with multipurpose curve and a hub detachment occurred. The plastic connector at the most proximal end of the sheath came off while pulling the catheter out. It is unknown if there was blood leakage from that section of the sheath when the detachment occurred. The sheath was not replaced and the case was completed successfully with no patient consequence. This event is MDR reportable because if the hub separates from the cannula, the cannula could be retained in the patient and could require percutaneous or surgical removal.

Manufacturer narrative:
The device history record (DHR) and expiration date were received may 31, 2017. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The expiration date field on this report was updated. (B)(4).